Manufacturer narrative:
The getinge field service engineer (fse) who encountered the issue dismantled the system, and replaced the fiber optic sensor extension assembly and related parts. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period mar 2019 through feb 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit. The iabp unit is out service and until repairs are completed. The fse ordered a replacement cable assembly and fiber-optic sensor extension parts, and upon receipt, repairs can continue. Additional information has been requested with regard to the repair and status of the iabp unit. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the fiber optical cable of the cardiosave intra-aortic balloon pump (iabp) was found damaged. There was no patient involvement, and no adverse event reported.